Manufacturer narrative:
The son reported that his mother fell while using the device and could not get up without assistance. One of the two handles broke and was replaced. The fall was not witnessed. It is not known if the handle broke causing the end user to fall or if she fell onto the device, causing the handle to break. One month later, it was reported that the end use had a stroke prior to or after the incident. The son stated the physician could not determine if the stroke occurred prior to or after the fall. No fractures resulted. The son refused to send the sample for evaluation and no lot number was reported. Photos of the device and broken handle were provided but were inconclusive. We have not identified a root cause for this incident and cannot confirm the device caused or contributed to the fall. However, in an abundance of caution, the medwatch is being filed.

Event description:
End user fell while using the rollator.